Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator malfunctioned. Additional information was requested. There was no patient involvement.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and replaced the inspiratory flow module printed circuit board ( pcb). The ventilator passed all testing.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.